Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler was stuck on tissue. The site had tried to remove it but broke the instrument release tool (irt). Intuitive surgical, inc. (Isi) technical support engineer (tse) advised to make sure estop was pressed. The site pressed it and then powered off the system accidentally. The site restarted and attempted to use irt, but the jaws would not open after 30 turns. The isi tse advised the site if the tip of a stapler was at an up angle, to use instruments to open it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was using the endowrist stapler during pulmonary lobectomy. The target tissue was the lung. The stapler was at a 45-degree angle. The surgeon fired the stapler and then lost control of the instrument (static motion). An error message did display, but they were unsure of what exactly. The customer attempted to use the stapler release kit, and it broke. They hit the e-stop and attempted again; however, the jaws did not open. The surgeon used the cadiere forceps to finish opening the jaws. It seemed like the release kit worked but did not open due to the angle of the instrument. The stapler did complete the staple fire. No system faults were experienced at the time. There was no adverse effect on the grasped tissue. There was no unexpected tissue removal. There was no additional bleeding. The procedure was completed robotically. There was no harm or injury to the patient. The site was instructed to return the stapler.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) contacted the clinical sales rep (csr) and confirmed that the issue was resolved. The stapler jaws were opened with a cadiere forceps tool and removed from the patient. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.